Event description:
The pt was admitted for an emergent coronary angiogram due to acute coronary syndrome. The target lesion was the mid left anterior descending artery. The target lesion was eccentric. Aha/acc classification of vessel was a type c. The target lesion was not pre-dilated. Then, a cypher stent (3.0/33mm) was implanted at the target lesion at 12atm for 60 seconds. Then, a 2nd cypher stent (3.0/33mm) was implanted at 16atm for 50 seconds. The two cyphers were overlapping. Post dilation was not conducted. Ivus was condusted. The cypher stent distally was alitte under dilated. Timi flow before and after the procedure was a 3. The residual % of stenosis after the procedure was 25%-50%. Act was not measured. Seventeen days following the index procedure, the pt had symptoms of chest pain.